Event description:
Doctor reported massive bone loss with inflammation at tooth sites 16 and 15. Doctor noticed it for a year and tried to do therapy without any success. Patient referred pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. D10: concomitant medical product and therapy dates: tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm, lot number: 1230281. G4: premarket identification: k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.